Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 4/20/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During use on the patient, the carto vizigo sheath hemostatic valve was not working properly. When contrast media was inserted through the sheath without any catheter inserted, there was just the contrast media applied through the sheath (approx 5ml) but some of it came out through the hemostatic valve. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body and percutaneous or surgical removal was not required. Blood return was not observed. There was no patient consequence. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on(B)(6) 2021. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During use on the patient, the carto vizigo sheath hemostatic valve was not working properly. When contrast media was inserted through the sheath without any catheter inserted, there was just the contrast media applied through the sheath (approx 5ml) but some of it came out through the hemostatic valve. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body and percutaneous or surgical removal was not required. Blood return was not observed. There was no patient consequence. Device evaluation: visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The device was connected to the cool flow pump in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. As part of biosense webster inc. (Bwi) quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record (DHR) evaluation was performed for the finished device with lot number 00001494 and no internal actions related to the reported complaint condition were identified. Originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot 00001494, d4 expiration date 10/28/2021 and h4. Device manufacture date 10/28/2020 are populated on this report. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).